Event description:
Contact reported that during insertion of a cervical plate one screw went 2mm deeper than intended. An x-ray showed that the screw did not look like it had penetrated the vertebral body. While trying to back off the screw, the screwdriver tip broke and was permanently embedded into the screw head. The plate and screws were left in place and there was no adverse patient consequence as a result of this situation. As an unintended piece of the driver was left in the body an MDR is being filed to document this event.